Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure a blood leak occurred from the hemostasis valve. Prior to catheter insertion a leak was noted. The sheath set was replaced and the procedure was completed. There were no adverse patient consequences.